Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018 (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent umbilical and left inguinal hernia repair surgery on (B)(6) 2014 and two (2) mesh products were implanted. It was reported that the patient underwent recurrent left scrotal hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient underwent recurrent left inguinal hernia repair surgery and removal of the mesh on (B)(6) 2017. It was reported that the patient underwent recurrent left inguinal hernia repair surgery on (B)(6) 2018. It was reported that the patient underwent ventral hernia repair surgery and extensive lysis of adhesions on (B)(6) 2019 during which the surgeon noted ¿evidence of prior mesh from previous surgeries.¿ it was reported that the patient experienced severe pain, dense adhesions, disfigurement, seroma, mesh migration, scarring, nausea, chills, inflammation, loss of appetite and weight loss. Other procedures are captured under separate files. No additional information is provided.